Event description:
It was reported that while observing a procedure, it was noticed that the tip of the unit was missing. Further, the broken tip of the unit was retrieved from the shoulder of the pt. It was further reported that the procedure was completed and a replacement was used.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.